Event description:
The customer obtained a non-reproducible, higher than expected vitros trop I es patient result (patient result = 0.647 ng/ml) for a single patient sample while using the vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The customer repeated the affected patient sample (repeat patient result < 0.012 ng/ml), and a corrected report was issued. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros trop I es result was obtained for a single patient sample. A definitive root cause for the event could not be determined. There is no evidence that the vitros 5600 system or trop I es reagent had malfunctioned.